Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported the placement of the scs leads resulted in a dural tear as well as csf leakage during a permanent procedure. The physician repaired the dural tear, replaced the scs leads, and then connected the replacement scs lead to the scs ipg. Follow-up identified the pt was "doing well" and did not show any symptoms consistent with the csf leak.